Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer used an alternate cable to charge the pump and declined further troubleshooting with tandem technical support. Customer's blood glucose ranged from 100 mg/dl to 200 mg/dl.